Event description:
It was reported that the surgeon could not place a clip to his satisfaction on the sympathetic nerve during a thorascopic sympathectomy procedure. This occurred with five devices. The procedure was completed using a sixth device with no reported patient consequence. No other information is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary:the analysis results found that device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that device (b) was received in good visual condition with a j-shape clip in the jaws. The jaws were cleared and the instrument was cycled, fed and formed the remaining clip within manufacturing specifications. The instrument locked out as intended, however the orange indicator was beyond its intended position. Possible causes for "j" shape clip may be accumulation of dried blood or tissue in the track or actuating the trigger while the jaws are closed in a trocar or molded end cap. This could also result if the tips are buried in tissue when actuation of the trigger occurs. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that device (c) was received in good visual condition. The device was tested for functionality and it fired four clips conforming and one double feed. The device was disassembled to verify the condition of the internal components and no anomalies were found. Care should be taken during full cycle of the trigger to ensure proper clip feeding and clip formation, as per the warnings and precautions included in the instructions for use: the trigger must be fully squeezed against the handle to ensure complete clip formation. Ensure full release of the trigger after firing. A partial release of the trigger may disrupt clip feeding sequence and may result in clip malformation. While no conclusion could be reached as to how this feeding issue occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that device (d) was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was cycled and ejected the remaining clips due to the jaws condition, in addition the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that device (e) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator was noted to be beyond its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Double feed, (jaws broken at bifurcation).